Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 photos submitted for evaluation. The reported issue of leakage past stopper was confirmed upon inspection of the samples. Analysis of the sample showed that the photos show an upside down syringe out of the packaging filled with a clear solution with a droplet of solution below the top area of the rubber stopper. Bd was not able to determine the cause of the failure from the evaluation of the photos. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
We noticed leaking in our bd luer-lok tip 30 ml syringes that come in the bulk sterile convenience pack (packs of 10, ref 305618). We were making a batch of 16 syringes and 12 of the 16 showed fluid escaping from above the rubber stopper down into the barrel where the fluid would be exposed to air. This breach of the closed system could impact the sterility so we discarded the batch and remade it using syringes of a different lot. All leaking syringes were from lot 5129015.